Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9735786, lot/serial #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system would randomly disconnect between the main cart and camera cart. The site tried to reboot the system without resolution. They also checked to make sure that they were in optical and not in em. Navigation was aborted causing less than an hour delay in the case. No impact on patient outcome.